Event description:
It was reported that the patient presented with a low heart rate, weakness, dizziness and was hospitalized overnight with medication administered in the intensive care unit. It was noted that with arm movement the right ventricular (rv) lead was oversensing, delivered inappropriate therapy, failed to pace due to excessive noise and had possibly fractured. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.